Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient felt stimulation in their upper right leg since implant on (B)(6) 2016. The patient experienced a loss or change of therapy for bladder symptoms about 3 weeks ago in (B)(6) 2016. The patient didn¿t think their implant was working because they were still leaking every 15 to 20 minutes. The patient had tried all the 4 programs and still had leaking issues. The patient had increased stimulation to 3.1v on program 2 and felt pain in (B)(6) 2016, so they decreased it back down to 3.0v. The patient knew how to make adjustments so no assistance was needed. The patient met with a manufacturer representative on (B)(6) 2016, was reprogrammed, and the issues resolved. The patient felt like they were 21 again. Then the patient had a sudden loss or change of therapy on (B)(6) 2016. After 10 days of great therapy following programming, the patient had a sudden return of symptoms. The patient also felt pulsating down their leg and felt stimulation. The patient had pain in the leg because stimulation was too high so they turned it down and it resolved. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. The patient had tried all programs and increasing and decreasing the amplitude, and thought they needed reprog ramming in the office. The patient would follow-up with their health care provider (hcp) to set up an appointment with the manufacturer representative for programming or to check the device. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported she had notified her managing physician about the leakage, pain felt when stimulation increased and stimulation felt in right leg. Circumstances noted to have led to the stimulation felt in right leg were noted as a change in device programming. The leakage, stimulation in right leg, and pain felt when stimulation was increased had been resolved. Steps taken to resolve the issues were noted as given antibiotics for a bladder infection that solved the leakage problem. She noted she did set the stimulation too high and the results were pain in her leg.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they did not know the cause of the infections. They have had bladder infections frequently before the implant. The bladder infection was not related to the device or therapy. They had that quite often prior to the implant and only have had two since the implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.